Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient kept dislocating his shoulder. During the surgery the surgeon concluded the patient had an infection. The surgeon removed all the implants and did a staged hemi arthoplasty along with antibiotics. Once the surgeon sees the infection is healed, he may put in a whole reverse shoulder.